Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical products: (B)(4), 02-012-49-4009 - logic cr tib insert slope++, sz 4, 9mm, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. (B)(4), 200-02-38 - three peg patella 38mm, (B)(4), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.

Event description:
As reported, approximately 3.5 years post op the initial left tka, this male patient was revised due to femoral loosing and excessive poly wear plus breakage. Patient was last known to be in stable condition following the event. Devices are returning. No other information provided.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of prosthesis wear and aseptic loosening between the porous femoral component and the bone that may have been due to a combination of axial rotation mismatch between the tibial and femoral components, instability, and/or insufficient bony in-growth. However, the contributions of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation.